Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing was observed. Review of strips noted cyclical baseline noise. The signal was intermittent. Myopotential oversensing was suspected. Programming changes were recommended. Physician decided to monitor the patient.